Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A verification of alleged failure mode reported in the current manufacturing process was conducted. Samples were taken from the current production, and were visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, determine a root cause and establish necessary corrective actions. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor and trend for similar complaints.

Event description:
Customer complaint alleges that "doctor found the steel wire inside the tube breakage off the tube during insertion in emergency room. Doctor changed for another one to complete the operation. The sample was scrapped by hospital." There was no report of patient injury.